Event description:
During a idet procedure under arthroscopy, the pump engaged suddenly, delivering a large amount of irrigation fluid with high pressure. At the end of the procedure, the surgeon observed the pt's calf was very hard and diagnosed a posterior cavity syndrome necessitating an aponeurotomy and the use of extensors; favorable evolution further to the aponeurotomy. Acufex scope was being used with cannula.